Event description:
During an in clinic follow-up, high pacing impedance and loss of capture was observed on the left ventricular (lv) lead. The lv lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.